Event description:
It was reported that the user experienced prolonged hyperglycemia with continuous glucose monitor (cgm) reading ¿high¿ and a confirmatory glucometer value of 600 mg/dl for about ten hours while using an ilet with a contact detach infusion set on the abdomen and a dexcom g7 cgm. The user administered 3 units of subcutaneous insulin via pen to reduce glucose and had been advised that external insulin should be given while disconnected from the ilet because the system is not aware of outside insulin. Symptoms included hyperglycemia and excessive thirst. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device component issue, and the medical device problem could not be characterized beyond the reported hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.